Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure on (B)(6) 2022, the surgeon attempted to put in a screw and began drilling with a 4.2 drill bit. It was lightly off axis, and he began to tap with a mallet. He then finished off the drilling to the far cortex. He then attempted to use x-ray to see the positioning, and found that the distal end of the nail was broken. It was a more distal fracture. The broken nail did not delay the surgery, but it was obviously less ideal. The surgeon then put in a screw at the a/p hole. It was more distal to the fracture. The nail remained in the patient. No further information is available. This report involves one tibial nail-advanced / 10mm 375mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Part #: 04.043.245s-us, lot #: 537p875, manufacturing site: jabil bettlach, release to warehouse date: 23/12/2021, expiry date: 30/11/2031. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the tibial nail-advanced / 10 375 / sterile had broken from the lateral aspect of the most distal screw hole of the nail, fragment is not visible in the x-ray provided. This condition is most likely due to the off-axis drilling and impaction with a mallet, as mentioned in the event description. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the tibial nail-advanced / 10 375 / sterile. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.